Event description:
It was reported that this right ventricular (RV) lead exhibited a product performance issue. The patient underwent a surgical intervention to deactivate the lead and implant a new product. The deactivated lead remains implanted. No additional adverse patient effects were reported. Additional information was surgically abandoned due to high impedance measurements greater than 3000 ohms and pacing inhibition. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.